Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The cause of the peritonitis was unknown. The patient began treatment with unknown antibiotics (dose, route and frequency not reported) for the peritonitis. On an unknown date, the treatment for peritonitis was stopped. The patient recovered from the event, however, was still in the hospital. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895235 and gd895417 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.